Event description:
A customer reported falsely decreased tsh results on the alinity I system for a specific patient. The following results were provided: on (B)(6) 2025: sid: (B)(6) (serum specimen on alinity I (B)(6): initial auto-dilution= 140 miu/l. Sid: (B)(6) (repeated plasma specimen on (B)(6) = 0.271 miu/l. Redraw and repeat testing: sid: (B)(6) (on (B)(6): initial= 30.258 miu/l, repeat = 42.877 miu/l. Same specimen on (B)(6) = 98 miu/l and 99 miu/l. Reference range for tsh: 0.35 to 4.94 miu/l. Ft4 and tsh precision data were also provided for troubleshooting purposes. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier: sid: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the site visit, the abbott field service (fsr) replaced the filter kit, dilution assembly (part number a-10003442-01, the valve, manifold, dispense 2 way (part number a-35002114-03) the valve, bypass, dispense manifold (part number a-30104239-03) and the alinity pipettor probes (list number 09r96-02) deemed the parts the likely cause for the discrepant results. The parts were replaced which resolved the issue. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the alinity filter kit, dilution assembly, the valve, manifold, dispense 2 way, the valve, bypass, dispense manifold and the alinity pipettor probes did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. The alinity I service documentation contained adequate information for the troubleshooting, removal, and replacement of the filter kit, dilution assembly complaint issue, the valve, manifold, dispense 2 way, the valve, bypass, dispense manifold and the alinity pipettor probes. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alinity filter kit, dilution assembly, the valve, manifold, dispense 2 way, the valve, bypass, dispense manifold and the alinity pipettor probes.

Event description:
A customer reported falsely decreased tsh results on the alinity I system for a specific patient. The following results were provided: on (B)(6) 2025: sid (B)(6) (serum specimen on alinity I (B)(6)): initial auto-dilution= 140 miu/l. Sid (B)(6) (repeated plasma specimen on (B)(6)) = 0.271 miu/l. Redraw and repeat testing: sid (B)(6) (on (B)(6)): initial= 30.258 miu/l, repeat = 42.877 miu/l. Same specimen on (B)(6) = 98 miu/l and 99 miu/l. Reference range for tsh: 0.35 to 4.94 miu/l. Ft4 and tsh precision data were also provided for troubleshooting purposes. There was no reported impact to patient management.